Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a regular follow-up, a sudden drop was observed at the end of the heart rate graph on the programmer screen. This behavior was confirmed in the printout of this screen.

Event description:
Reportedly, during a regular follow-up, a sudden drop was observed at the end of the heart rate graph on the programmer screen. This behavior was confirmed in the printout of this screen.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior was related to a programmer software issue (display issue). This issue has no impact on device operation.

Event description:
Reportedly, during a regular follow-up, a sudden drop was observed at the end of the heart rate graph on the programmer screen. This behavior was confirmed in the printout of this screen.